Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a +-24/12 volt power failure occurence during operation. If a +-24/12 volt failure of the ventilator occurs during use and results in a restart, an audible alarm will activate. During evaluation, the manufacturer's field service engineer reported the device would restart when the unit was unplugged from ac power. The service engineer reported the external battery voltage was below specifications. The service engineer replaced the external battery to address the finding. Performance verification testing was completed and passed per operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.